Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death. Device not returned.

Event description:
It was reported the customer¿s blood glucose (bg) was 558 mg/dl and the cause was not known. Customer reported to have reused the cartridge. Ketone level was mild. Pump supplies were changed. Customer went to the emergency room (ER) and ¿passed out¿ while blood was being drawn. At the time of the report, the customer had not received treatment yet. Tandem technical support (cts) assisted the customer with performing a pump system check. No device issues were identified. Although multiple attempts were made by cts for additional information, customer did not reply.